Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt was seen during f/u in backup vvi. The hardware eri byte indicated the device had not reached hw eri. Device replacement will be scheduled due to device reaching normal eri. Backup vvi status report was requested, but not received.